Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the e drive was full, ds server reports was taking all the space and backups were filling e drive. The technical support specialist updated the job to back up ds server reports to keep 35 days and restarted job to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system was in disconnected mode and the users was not able to login to system. The customer stated that this malfunction caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.